Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed lesion was located on the calcified and moderately tortuous proximal left anterior descending artery. A 15mm x 3.50mm nc quantum apex balloon catheter was selected for post dilation and was advanced to the lesion without resistance. On the 1st inflation, the balloon ruptured as 14atms after being inflated for approximately 10 seconds. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).